Event description:
The customer reported eleven unconfirmed false positive results with the ID now covid-19 assay performed on multiple patients since january 2022. This MFR. Report addresses result nine (9) of eleven (11). The patient tested positive with the ID now covid-19 assay performed on an unknown date. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event: the event date is an approximation since the exact date was not provided by the customer. Similar product to 190-000. Investigation report: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation.